Manufacturer narrative:
This supplemental report is being submitted to provide the results of a device history record (DHR) review and device evaluation. The package-level and device-level dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Evaluation of the return device confirmed the reported phenomenon, however, a definitive root cause cannot be determined.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation. The everest bipolar cutting forceps, 3005, lot number jf774256, were returned to the service center for the evaluation of ¿the upper right corner of the package is cracked¿. The user¿s complaint was confirmed. The bipolar cutting forceps was returned in the original packaging. A visual inspection was performed on the received condition primary package and it was observed that the top right- hand corner of the package was damaged. The corner was bent back causing an opening in which the user reported. Upon further inspection, it was observed that the bottom left corner of the package is damaged. Based upon the evaluation of the returned condition primary packaging of the bipolar cutting forceps, the user¿s complaint was confirmed. The cause of the damage to the right-hand corner to the package was determined to be improper packaging.

Manufacturer narrative:
The primary package containing the single use bipolar cutting forceps, model 3005, was received at the service center for the evaluation for the reported issue of ¿sterility, compromised packaging¿. The device is currently being evaluated at the original equipment manufacturer for the root cause of the reported incident. Upon completion of the investigation, a supplemental report will be submitted to the agency.

Event description:
The service center received a report for a primary package that had a crack on the tray, located on the top right- hand corner. The reported issue was observed when the item was removed from a shelf, in preparation for use. The item was never used in a procedure nor encountered any patient. No further information was provided.